Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Performed testing per specification, and no occlusions were noted.

Event description:
It was reported the customer was having issues with quick set. Customer stated that insulin would not come out of the quick set. Customer reported when he fills the tubing he sees drops coming out then gets no delivery alarm. Customer's blood glucose was unknown. Customer stated that the alarm was resolved by a complete set change. Customer stated that he had to change 4 infusion sets and 4 reservoirs. Troubleshooting was not done due to it was past event. Customer will be returning the products for analysis. Advised customer the infusion sets and reservoirs would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.